Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission with a device that was post paced t-wave oversensing. The oversensing was noted in the stored egm for non-sustained lead noise. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.